Event description:
It was reported that a cartridge change error occurred while the customer was setting up a replacement pump, as the cartridge was originally loaded onto the old pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support guided the customer to inspect and fill a new cartridge, check the o-ring, and confirm proper placement, which enabled the customer to successfully load the cartridge and resume insulin delivery.